Event description:
The customer contact reported the device did not deliver. On an unspecified time, the device was programmed to deliver an unspecified chemotherapeutic agent and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported that the nurse noted the display was incrementing, however, "nothing was coming out of the bag." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.